Event description:
It was reported that a temperature alarm occurred while the battery was charging. Cts to send replacement pump. Customer¿s blood glucose was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.